Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The cable was fully broken. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys does not exhibit signs of residue on the clamping pulley that would have contributed to the broken cable.